Manufacturer narrative:
After post review of this complaint, a supplemental report is being submitted to correct the previously reported aware date from jun. 29, 2018 to jul 18, 2018.

Manufacturer narrative:
The unit was returned to olympus for evaluation. The user¿s complaint was not confirmed. The unit passed all functional testing with no error codes observed on the display. The unit¿s output powers were tested and found to be within standard specification. A review of the unit¿s fault log noted the following error codes ¿400 ref 10 (foot switch blue pedal stuck) and 400 ref 11 (foot switch yellow pedal stuck)¿ both attributed to user error. The cause of the reported event could not be determined since the customer¿s instruments were not returned for evaluation. In addition, the instruction manual warns users ¿non-function of the generator may cause interruption of surgery. Ensure that all installation procedures are followed and that all connectors are correctly inserted before use. A backup generator/method should be available for use.¿

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the generator exhibited intermittent output and the patient experienced moderate bleeding that was controlled with a monopolar cautery pen. It was reported that generator would activate for ten seconds and display an ¿unrecognized instrument¿ error then stop working. The active cord and instrument were switched multiple times with no resolution. The intended procedure was completed with different equipment. The patient is in good condition.